Event description:
Procedure: thoraco/wedge/segmental resection. According to the reporter: a doctor counted the number of product in the packet and found one needle was missing. By x-ray imaging, the doctor confirmed nothing was left in the pt. Also confirmed that it was not discovered around the surgical field. The case was completed with no problem. No pt harm. The operating time was extended by more than 30 minutes. There was no tissue damage. Nothing fell into the cavity. There was no unanticipated bleeding.

Manufacturer narrative:
(B)(4).